Event description:
It was reported that left cylinder of this inflatable penile prosthesis (ipp) was not inflating properly, it was noted to be proximally outside of the corporal body, the patient presented discomfort. The device appeared to of perforated through the proximal end of the left corporal body. The physician removed the 2cm rear tip that was attached to the left cylinder, inflated the cylinders, repositioned the left cylinder, and then closed. The 2cm rear tip was never reattached and was explanted from the patient. There is no additional information reported.